Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: air bubbles were noted in line above the pump, on the primary set. There was a secondary set attached for an ivpb to be infused of 2 grams cestriaxone/ dextrose. Air noticed beyond the upper y port going towards pump, more air noticed in the line loading guide segment, air bubbles continue down the IV set throughout. Alarm was sounding with significant amount of air in tubing distal to pump. About 60 percent of the infusion was infused at time noticed air. Pump and tubing were taken out of service. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. An air in line test was performed with a .4ml air bubble, and the pump alarmed air in line as intended. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.